Event description:
It was reported by the aci vascular closure specialist that an (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back and the device pulled out of the patient. The device was removed. The patient was converted to 25 minutes of manual compression. Hemostasis was achieved. A femostop was applied as a precaution. The patient was ambulated and discharged to home with no reported clinical sequela. The patient was discharged on (B)(6) 2012 as originally planned.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1217704) indicated that the device lot met all established performance criteria prior to shipment.